Manufacturer narrative:
Other devices used: catalog #00597005501, nexgen cr pegged tibial component, lot #60962400. Catalog #00597001701, cruciate retaining femoral component, lot #61193800. The part number and lot number for the articular surface is unknown; therefore the device history records could not be reviewed and a product history search for related complaints could not be conducted. Pictures were provided, but their low quality did not permit to identify the articular component numbers or its alleged condition. No product was returned; therefore the condition of the components is unknown. Review of the primary surgical technique found that excess cement was removed after impaction of the components before cement was allowed to cure. The range of motion, stability, and patellar tracking were all checked with components in place. Review of the revision surgical notes found that both the femur and tibia experienced significant osteolysis. The patient had abundant synovitis consistent with particulate disease. The articular surface used with a non-stemmed tibial component was either a nexgen cr/cra regular or ac articular surface. Per the adverse effects section of the package insert, polyethylene wear debris may be an inevitable consequence of motion at articulating implant surfaces and can initiate the process of loosening. The precautions section of the package insert also warns that younger, active, heavy patients or patients with unrealistic functional expectations have higher rates of implant failure. Despite the elevated bmi of (B)(6) combined with the patient's high activity level, the articular surface lasted 15 years before the patient experienced pain. A definitive root cause cannot be determined.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to global osteolysis from poly wear debris.